Manufacturer narrative:
Moog has requested return of the device for evaluation, but it has not been returned. A follow up report will be filed once the investigation is complete. The complaint cannot be confirmed.

Event description:
Info received indicates the pump connector leaked. The pt alleged he did not receive the proper dose of pain medication because of the leak.